Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
The surgeon reported that the phaco cassette was leaking. The leakage was from the rear area of the elastomeric membrane. No message code was displayed during the surgery and it could be completed. No patient harm was reported. The surgeon is not willing to provide further info about the event.